Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 12mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. The size of the defect was 10mm and the sizing of the device was determined by 18mm sizing balloon. The occluder was implanted and a tug test was performed. On (B)(6) 2025, the patient had chest pain and transesophageal echocardiogram (tee) showed the occluder was embolized into the aorta and the patient underwent a surgery. The physician mentioned the cause of embolization was the septum was really thin, so probably not enough stability. The patient was reported stable and discharged, septum was closed during surgery.

Manufacturer narrative:
An event of device embolization into aorta, and angina, 1 day post amulet implant was reported. Possible contributing factors for device embolization include, incorrect sizing, difficulty implanting device and challenging anatomy. Information from field indicated that the sizing of the device was determined by sizing balloon. Field indicated that there was no difficulty implanting the device, and tug test performed adequately. The user alleged that the cause of embolization was the patient's septum was really thin, so probably not enough stability. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported embolization is possibly related to anatomical factor (septum was thin). However, the exact cause could not be conclusively determined. The surgical intervention is a case-specific circumstance as septum was closed during surgery. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.